Manufacturer narrative:
The manufacturer previously reported information alleging an issue related to a ds2adv auto CPAP device. The patient has alleged device began making a noise like the motor or fan was malfunctioning and patient smelled a toxic smell coming from device. There was no report of serious or permanent patient harm or injury. Based on the information available at this time of investigation, it was found that the reported allegation of device began making a noise like the motor or fan was malfunctioning and patient smelled a toxic smell coming from device was against a device which is not part of the recall. The device was returned for lab investigation by pil, during the external and internal investigation it is observed that pil was not able to confirm the device powers on and provides airflow, most likely due to the mt2 pressure sensor being defective. The errors were also caused likely due to the defective mt2 pressure sensor. There was no noise or odor coming from the device. 18 errors were logged. The pressure offset was detected to be out of bounds during the periodic nulling of pressure and flow sensor offsets when the blower is off. The water tank lid, water tank seal, water tank, and iso port had a dust like contaminate and showed evidence of liquid spots with potential mineral deposits to them. The water tank showed evidence that the tank was possibly overfilled, likely on multiple occasions, due to the potential mineral deposits along the top of the water tank, just below the rim of the top of the tank, and well above the "maximum fill" line. A dust like contaminate was also observed on the ui bezel, top enclosure, center enclosure, blower box cap, blower motor, blower box, heater plate, and the bottom enclosure. The inlet/outlet seal had a dust like contaminate with an unknown brownish contaminate. The device was returned without the power supply, power cord, and accessory cover. Pil was not able to confirm the complaint of a weird noise or a toxic smell. Pil technician can confirm the device would not power on or provide airflow or heat due to a potential defective mt2 pressure sensor on the pca. The results of this investigation do not impact the calculated risks as outlined in ER-2233162b v.13. The device was scrapped. There was no thermal product problems discovered and there was no reportable product malfunctions reported in the evaluation. There was no patient harm or injury associated with this complaint and no increased risk to the intended user. Based on the information available, it is a non-reportable complaint.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer received information alleging an issue related to a ds2adv auto CPAP device. The patient has alleged device began making a noise like the motor or fan was malfunctioning and patient smelled a toxic smell coming from device. There was no report of serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.